Event description:
Reporter stated that pt's blood glucose measured 500 mg/dl, on the suspect device. Based on this result, pt sought treatment at the hosp. Upon arrival at the hosp, 20 minutes later, pt's blood glucose measured 69 mg/dl (using a hosp device). Pt was reportedly treated with intravenous fluids (contents not provided), and given food to elevate blood glucose. Reporter noted that pt underwent 13 additional tests, including a stress test. Pt reportedly remained hospitalized for 10 days; however, no additional details of pt's subsequent treatement were provided. Pt's current condition: "sleepy." Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.